Event description:
Reporter states that a revision of right tkr was performed within 2 1/2 years. Allegedly there was marked gross wear of posteromedial aspect of tibial insert. Pt had been complaining of pain and effusion.